Event description:
The reporter stated the surgeon attempted to use a cc4204bf collamer plate lens. Further info has been requested, but not yet forthcoming. A supplemental will be filed when further info is received.

Manufacturer narrative:
(B) (4): evaluation results- (other): a lens work order search was performed and no similar complaint was found within the work order. (B) (4)